Event description:
Total of 3 cordis genesis stents malfunctioned. Number one cordis genesis stent came off delivery balloon as it was introduced into the body, physicians were unable to retrieve device, resulting in another procedure with the stent needing to be deployed in the right external iliac artery instead of the intended right common iliac artery/ number two cordis genesis stent was inserted into the sheath, it again came off the delivery system, the physician was able to retrieve the device without incident. Number 3 cordis genesis stent was inserted into the sheath, it again came off the delivery system, the physician was able to retrieve the device without incident. Number 1 stent implanted, number 2 and 3 stent were retrieved successfully and sent back to the manufacturer via the rep. All three stents had identical lot number, expiration dates and equipment catalog number. Pt underwent a left common femoral artery atherectomy and drug-eluting balloon angioplasty on 2.1.21. The bilateral iliofemoral angiography performed had shown the evidence of 90 95% stenosis in the right side and 70-80% stenosis in the left side. She returned for angioplasty and stenting of b/l common iliac arteries. FDA safety report ID# (B)(4).